Event description:
It was reported that the atrial lead exhibited oversensing. The lead was capped and replaced during a normal pulse generator changeout.

Event description:
New information notes that the atrial lead exhibited capture anomaly and low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.